Manufacturer narrative:
Endopath thoracic endoscopic linear cutter with safety lock: based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to why the cartridge reportedly "fell into the pt" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrumetn was disassembled to examined the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.

Event description:
It was reported the ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate the cartridge fell into the pt. The cartridge was retrieved. There was no consequence to the pt.